Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there were no errors or alarms in the pump history related to the complaint. During testing, the pump was primed with no alarms. A cartridge was set at 100 units and the pump displayed 100 units. Boluses were performed and the remaining insulin calculations were found to be correct. The patient¿s daily insulin delivery totals correctly reflected the programmed basal rates. The force sensor calibration was found to be within specifications. No defect was found during investigation.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that the pump's remaining insulin reading was incorrect. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.